Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Customer stated the meter is giving a "lo" reading. Performed two more tests and obtained 147 mg/dl and 162mg//dl results. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue. Correction date of event: (B)(6) 2014.

Event description:
Customer stated the meter is giving a "lo" reading. Performed two more tests and obtained 147 mg/dl and 162mg/dl results. No adverse event reported.